Event description:
The customer reported the drive support cap was loose and sticking out. The caller mentioned getting no delivery alarms. The blood glucose reading was 243mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored and had no motor sound anomaly during rewind noted. The insulin pump was received with protruding/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.